Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited noise oversensing, high out-of-range pace impedance measurements and loss of capture. The noise was determined to due to electromagnetic interference. The lead was found to have fractured due to clavicular crush, which was confirmed visually. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.